Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they are still getting up 4 times and inquired if they continue to get up 4 times if they should increase stimulation. Patient clarified not getting 50% reduction in symptoms since implant and not feeling stimulation. Patient stated they haven't been able to use equipment due to getting message that "it wasn't working" (patient did not recall any further details regarding this message). Patient first tried to connect with ins on march 5th and again on march 6th. Walked patient through connecting with ins on call and patient confirmed successfully connected with ins and confirmed therapy is on at 2.6volts. Patient stated they did not want to make any changes to therapy as hcp has not advised if patient can make changes to therapy. Patient inquired if ins will remain working with handset powered off. Patient services reviewed external equipment/therapy theory/usage. Patient stated they did not know therapy was on as they do not feel like it's on. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.